Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the pump's auto-off feature had malfunctioned, and the patient had a blood glucose of 300 mg/dl with a dry mouth. The patient received no unusual treatment. This complaint is being reported as a failure of the auto-off alarm to alert the user, or a failure to alarm by the anticipated time, may result in over or under delivery as compared to the user's expectations. The bg excursion is not reported as it does not meet animas criteria for a serious event.

Manufacturer narrative:
Follow up #1 submitted: 04/19/2017. Upon review of this complaint, it has been determined that the issue the patient had with the "auto off" advanced feature function of the pump was a training/misuse issue; no pump malfunction was indicated.